Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose 580 mg/dl associated with an alleged luer lock leak issue. Reportedly, the patient remained on the pump. During troubleshooting it was reported that there was insulin in the cartridge compartment and when he manually primed the cartridge and tubing, it leaked from the luer lock at the cartridge end. It was also noted that the patient didn¿t use room temperature insulin, didn¿t cycle his cartridge prior to filling, and he re-filled his cartridge from (B)(6) 2018. This complaint is being reported because the alleged malfunction was associated with user error and not a pump malfunction.